Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported that an unknown abutment screw fractured inside the implant (B)(4). The implant was removed. Tooth location 6.

Manufacturer narrative:
One osseotite implant was returned for inspection. The implant showed large signs of wear and debris attachment at the threads, and the collar was heavily damaged. The internal drive feature was confirmed to contain the reported fractured screw, which was too badly damaged to be removed.the alleged complaint is therefore confirmed. No device lot number for the screw was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i abutment screws, it is recommended to torque at 20ncm. A singular cause for the complaint could not be determined.